Event description:
Follow-up indicated that the autopsy revealed the cause of death was due to heart failure.

Manufacturer narrative:
The manufacturing records were reviewed and no issues were found. The device was not available for return.

Event description:
It was reported to nevro that the patient passed away shortly after the implant procedure. The device was never activated and the physician does not believe the patient's death was related to the device.